Manufacturer narrative:
Per additional information received, the following information has been updated: b.3. Date of event: (B)(6) 2019 h3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367856 batch no. 9095750. Labels coming off tubes. You can see label issue while still in the sytrofoam container. # of tubes unknown but many tubes.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367856 batch no. 9095750. Labels coming off tubes. You can see label issue while still in the sytrofoam container. # of tubes unknown but many tubes.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367856, batch no. 9095750. Labels coming off tubes. You can see label issue while still in the styrofoam container. # of tubes unknown but many tubes.